Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an image defect. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a foreign object in the nozzle. Other issues were as follows: the switch number 4 had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it is unable to conclusively specify the root cause of the foreign material remained in the device. Olympus will continue to monitor field performance for this device.